Event description:
This device, which was interrogated on (B)(6), showed: battery voltage = 2.62v and battery impedance = 4.4kohms. It said 5 months left to eri. On (B)(6), it hit eri. It was interrogated again today and it showed: battery voltage = 2.63v and battery impedance = 4.8kohms. Pacing percentage has actually decreased since the last followup and is showing a=30% and v= 0%.2/18/15 - all available information suggests this device remains implanted at this time.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.